Event description:
Reporter indicated that vns pt developed an infection at the site of the vns implant and that the site was open with packing. The pt is also implanted with a cardiac pacemaker. Further follow-up with treating physician revealed that the pt experienced local wound breakdown in the axilla approx 10-14 days post vns implant. Physician indicated that no infection was present as evidenced by normal white blood count and esr as well as absence of fever. The wound was treated prophylactically with antibiotics. It was reported that the healing of the wound was nearly complete.